Event description:
User called into emergency support program line to request support with cardiosave intra-aortic balloon pump(iabp) had a over temperature alarm. Shanell, an rn in the ICU, stated they called in last night with 2 pumps that had an alarm and now there was a 3rd pump. When asked, shanell stated all 3 pumps had a system over temperature alarm. She stated they had restarted the pump, and it was currently pumping appropriately. When asked, shanell provide the balloon was axillary placed. Esp personnel provided the axillary disclaimer. The patient also had a heart rate in the 120s. Esp personnel verified the pumps were not close to the bed and there was nothing obstructing the air flow. Shanell stated there was nothing around the pump. Esp personnel encouraged her to move the pump to be sure and also suggested having another balloon pump on the unit in case the current pump had another system over temp alarm. Esp personnel verified with cat lane that she had only been notified of 1 of the pumps with a system over temp alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another contact info: (B)(6) updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 the ICU nurse reported that two pumps alarmed the previous night and a third pump showed the same system over temperature alarm. After restarting, the pump was operating normally. The nurse confirmed the balloon was placed axillary, and esp personnel provided the axillary disclaimer. The patient heart rate was in the 120s. Esp personnel confirmed nothing was blocking airflow and advised repositioning the pump to ensure ventilation. Esp personnel also recommended having another pump available in case the alarm recurred. Product surveillance information was collected, and esp personnel confirmed with cat lane that only one pump had been previously reported.

Event description:
N/a